Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure using the evfxplus-23, the patient had a history of surgical aortic valve degeneration and previous cardiac surgery involving an aortic prosthesis. The patient also had comorbidities including diabetes mellitus (managed with insulin), dyslipidemia, hypertension, renal failure (not on dialysis), and was a former smoker. The procedure involved local anesthesia with arterial access through the right femoral and venous access via the femoral route, with surgical hemostasis. The aortic valve exhibited moderate paravalvular leak (pvl) at a circumferential site. No treatment was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. Annex f was changed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure using the evfxplus-23, the patient had a history of surgical aortic valve degeneration and previous cardiac surgery involving an aortic prosthesis. The patient also had comorbidities including diabetes mellitus (managed with insulin), dyslipidemia, hypertension, renal failure (not on dialysis), and was a former smoker. The procedure involved local anesthesia with arterial access through the right femoral and venous access via the femoral route, with surgical hemostasis. The aortic valve exhibited moderate paravalvular leak (pvl) at a circumferential site. No treatment was reported. No patient complications have been reported as a result of this event. Additional information was received to report there were no complications during the procedure that prompted the need of surgical closure. In this hospital the team is composed of surgeons instead of interventional cardiologists who prefer to go directly with surgical closure.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.